Event description:
A doctor alleged that a patient experienced sensitivity after the placement of a crown with breeze self etch cement.

Manufacturer narrative:
The patient returned to see the doctor two (2) days after the placement of her crown due to the sensitivity; however, the doctor could not recall the initial placement date of the crown. The doctor adjusted the patient's occlusion in an attempt to alleviate her symptoms; however, the doctor reported that due to the sensitivity, he removed the patient's #14 crown and placed a temporary restoration; the permanent crown will be placed in a few weeks, after the sensitivity subsides. The returned product was evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.